Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was canceled and scheduled for another time. A philips field service engineer (fse) visited the site, reviewed the log file and confirmed the reported issue as there was no feedback from the joystick. The fse solved the issue by replacing the geometry module. After the replacement of the geometry module and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.